Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported the ventilator would alarm and power on and off by itself. The customer reported the unit was not in use on a patient therefore there was no patient harm or involvement. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. The biomedical engineer reported the device was operating on battery power and thought the battery depleted. Pse discussed charging the battery and advised completing performance verification testing. The biomedical engineer reported the battery charged and the unit is operating without further problem. Proper care, maintenance and testing should be performed when using battery power sources.